Manufacturer narrative:
Rec'd by MFR 21nov2019. Date rec'd by 22nov2019. The field service engineer did not complete an evaluation on this device, as it was decided to retire the unit from service. The manufacturer's field service engineer observed that the battery had reached its expiration date, and further reported that no parts were available. The decision was made to retire the unit. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported a ventilator with a tidal volume issue. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event.